Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient had lost the activator to their device. Their device was no longer operational and the patient had severe pain. No further complications were reported.